Event description:
I use the diabetes dexcom continuous glucose monitor system. I believe they have changed their adhesive formula, or so I was told when I called their customer service. For the last box I have used (3 sensors in a box) you are supposed to be able to insert a disposable sensor and wear it for 7-10 days and it gives you constant blood sugar readings. I had to remove each sensor within 24-48 hours due to a burn and allergic reaction developing. It itches, burned, stung, had seeping blisters and bumps of all sizes, areas of skin that appeared to be scalded I have worn this device for years and never once had irritation. I am on a social network group that has thousands of members and many people are posting how they are suddenly having this reaction. FDA safety report ID #: (B)(4).